Event description:
It was reported that this patient received two inappropriate shocks due to oversensing of atrial fibrillation. The system was reprogrammed with higher conditional zone and there were adjustments made to the patient's medication for their underlying condition. No adverse events were reported.

Event description:
It was reported that this patient received two inappropriate shocks due to oversensing of atrial fibrillation. The system was reprogrammed with higher conditional zone and there were adjustments made to the patient's medication for their underlying condition. No adverse events were reported. It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered additional inappropriate shocks due to t-wave oversensing during atrial fibrillation (af). Programming changes were made for optimization. No adverse patient effects were reported. This device remains in service.